Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The pump powered on to a fully illuminated and fully functional display. No missing segments were observed. The pump case was removed and no evidence of moisture or loose components was observed. The display flex cable was fully inserted into the connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.